Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 57mg/dl. Low bg cause was not known. Customer went to the emergency room and was subsequently hospitalized, though treated with IV and saline fluids, the issue was not resolved, and the customer remained in the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.